Event description:
In 2001 the pt underwent an ivs band implantation in a hosp. Since that time they have had pain in the lower abdomen. Reportedly, the band was infected and removed. For 12 weeks they were treated (first by the gynecologist and then by an urologist) with antibiotics for cystitis and ureteritis, however, the situation did not improve. The pt was subsequently hospitalized with severe pain. A large abscess in the abdomen on the pubic bone was found, which was drained.